Event description:
It was reported that the patient experienced consistent morning hypoglycemia documented at 65 mg/dl while using the ilet system, though downloaded reporting did not reflect the lows; the case was reviewed by clinical staff and additional user training was assigned. Customer care provided support that review of available reporting, that did not confirm the user's reported low glucose. Investigation of this case revealed no device malfunction could be confirmed and that the cause of the hypoglycemia was unclear. No symptoms associated with low blood glucose reported. Outcomes included no medical intervention or hospitalization. It was concluded that the event was user-related or multifactorial with no confirmed device failure and that additional training was appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.